Manufacturer narrative:
(B)(4) the end stage renal disease (esrd) death notification form 2746 received for this patient listed the primary cause of death as pulmonary infection (pneumonia), with secondary causes of (B)(6), and lymphoma. The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
An inpatient user facility reported that a patient, who switched from peritoneal dialysis (pd) to hemodialysis (hd), expired on (B)(6) 2015 from cardiac arrest. The patient expired in a hospice care facility. The patient had a history of cardiac issues pre-dating dialysis treatment. There was no allegation of a device malfunction. Follow-up information was provided by the clinic manager at the hospice facility, who revealed that dialysis treatments are not performed at their site, nor are any fresenius products used while providing end of life treatment. It is not known how long the patient was in hospice care. Therefore, the latency between the patient's final hd treatment, and their passing while receiving hospice care is unknown. The patient's home clinic was able to confirm that the patient was not receiving hd treatment when the cardiac arrest event occurred. However, the patient's chart had been broken down so no further patient or treatment details were able to be provided. No further information was made available by the hospice facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. However, no malfunction of the 2008t hemodialysis (hd) machine was alleged, observed, or identified by the user facility during the patient's final hd treatment an investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hd machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008t hemodialysis (hd) machine and the patient's death.